Event description:
Account reported to application support manager that after treatment on (B)(6) 2015 a foreign body (red fiber) was noticed under the right flap of patient at one day post op. Flap was lifted on (B)(6) 2015 to rinse out the fiber.

Manufacturer narrative:
Applications support manager was at the account when the event was brought to her attention. She gelled the ifs for surgical energy and z depth. All testing was within amo specifications and no changes were made to the system settings. All pertinent information available to abbott medical optics has been submitted. Placeholder.